Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. The patient reported that the device is causing sudden slight increase in intensity. The patient stated that they fell, but was unsure if the timeframe of when they fell matches with when they noticed the issue. It was indicated that an impedance check was done, and all impedances were within range. The patient mentioned that they plan on using a lower intensity after reprogramming, and will follow-up with their healthcare provider. The issue was resolved at the time of the report. No further complications were reported or anticipated.